Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ywrd, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient noted he has gotten to where he was going to the bathroom every 4-5 hours, which was good/normal. The patient had been feeling stimulation in the right side of his penis, which eventually went away, but at a later point he felt a flutter in his left buttock like a muscle twitch, which by the second day felt more like stimulation and was stronger and annoying. It was noted patient experienced changed in symptom on (B)(6) 2015 and changed in stimulation a day prior to change in symptom. The patient stated around that time he noted his urinary pattern changed from every 4-5 hours to 1.5-2 hours. It was noted that after that he lowered stimulation down to 1.1v, which resolved the stimulation sensation he had been feeling. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.